Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the hospital with a possible syncope and fell. Device interrogation identified high pacing thresholds on the rv channel with a rising trend and intermittent oversensing signals that may have resulted in pacing inhibition. The patient is pacemaker dependent. An x-ray was performed and the rv lead was determined to require revision. The rv lead was subsequently repositioned. No additional adverse patient effects were reported. This rv lead remains in service.